Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the issue was resolved after the trial leads were pulled.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report. Additional product information such as the serial number, lot number and UDI are unknown at this time. Physician information is unknown at this time.

Event description:
Related manufacturer reference number: 1627487-2019-08920. It was reported that the patient experienced excessive leg pain during a trial. The patient turned stimulation off on (B)(6) 2019. The next day, (B)(6) 2019, the patient was admitted to the hospital due to heart palpitations (related manufacturer reference number: 1627487-2019-08917 and 1627487-2019-08918).